Manufacturer narrative:
The device was returned for evaluation. Review of the device activity logs showed that the batteries had been replaced. When the batteries are replaced the coulomb counter needs to be reset. Re-setting the coulomb counter resolved the malfunction. The device operated per device specifications. Reports of this nature are typically not considered to meet our requirements for submission based on the fact that this does not prevent use of the device clinically and occurs in non-rescue mode only. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.